Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Mayfield skull clamp was returned for evaluation. Device history record (DHR) - the DHR shows no abnormalities related to the reported failure. With respect to the returned unit, it has passed all specific functional testing requirements, except for the lock having rotational and lateral movement when the unit is not under pressure. This would not have caused a slippage. When the unit is properly positioned and put under pressure, the unit would not have slipped. Preventative maintenance and cleaning required at this time. Complaint not confirned via inspection of the unit.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported the a1059 mayfield modified skull clamp allowed the head to slip. There was no known patient injury or surgery delay. Additional information has been requested.